Event description:
Event description guidant received information that this right ventricular lead was explanted for unknown reasons and observed with polyurethane degradation along the entire length of the lead. There were no adverse patient effects reported.